Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard a faint beeping sound from the device shortly before experiencing symptoms. The patient felt very weak and stated it seemed heart had stopped beating for approximately 15 seconds. He then sat down on a stool for about 5 to 10 minutes and afterward felt able to resume work. The patient was referred to their clinic. As of this time, this ICD remains in service. No adverse patient effects were reported.